Manufacturer narrative:
On 8/26/2020, biosense webster inc. Received additional information indicating the physician ablated before the effusion was noticed but, not immediately before noting it, there was a long time around 30 min between last ablation point and the effusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (patient demographics and medical history were not provided) underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had a pericardial effusion and tamponade after the case. The event was not regarding to the used catheter and sheath. We used a catheter with contact force to have the best control of the force during the procedure including the force graph. And also used a visible sheath, that the physician had the best control and were able to see how he moved the sheath back- and forward. The event occurred after the use of biosense webster products after the ablation phase at the end of the procedure. In the physician¿s opinion the cause of the event was procedure. The patient¿s condition required extended hospitalization for observation and their condition was improved. Graph, dashboard, vector and visitag were used for force visualization. The visitag stability parameters were 3 mm for 3 s, force over 25% of the time - 3 g. Force threshold 3-30g. No additional filters were used with visitag. Color options used prospectively ¿ ablation index 400-600. Transseptal was performed with an unspecified device. Prior to the discovery of the effusion no ablation was performed. There was no evidence of steam pop during the procedure, after the procedure the impedance drop color option from the visitag was examined and one visitag had an impedance-average of over 40 ohm. The irrigation settings were 2 ml/min standby, 8 ml/min = 30 watts, 15 ml/min > 30 watts. There were no error messages observed on biosense webster equipment during the procedure.